Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an unrelated service, the cardiosave intra-aortic balloon pump (iabp) had damaged pins. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, component, investigation conclusions),h11. The getinge field service engineer(fse) replaced front end board (d670-00-1164), fiber optic extension cable assembly (d012-00-1562) and unshielded power slot interface board assembly (d997-00-1189) to resolve the issue. After replacing parts, fse performed a preventive maintenance (pm), full calibration and tested the unit. The product passed all functional and safety testing. Returned the unit to the customer.

Event description:
N/a